Event description:
Hcp reports pt presented in 2003 with signs of infection of the lumbar region and "discitis epidural". These include fever, "discitis", and meningeal signs/symptoms. The patient was having increasing pain so an MRI was done-unknown date or results. A blood culture was obtained. Methicillin resistant staphylococcus aureus and escherichia coli were the organisms cultured. The patient did have meningitis. The patient was treated with IV antibiotics and total device system explant. During explant, an abscess was identified. The patient's infection resolved with no drug withdrawal. The patient is quadriplegic and is in a debilitated state. The hcp believes this may be the cause of the infection- with the rubbing. Patient also has received 2-3 back injections for pain-hcp believes this may have been another source for contamination. She does not believe the pump or the catheter to be the source of infection. The patient is doing better now and is still in rehabilitation.